Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device replacement procedure. During the procedure, once the physician connected the leads into the new device and started to sew up the pocket, autocapture was programmed on. When the physician was on the last layer of sutures, there was clear loss of ventricular capture with no backup pulse being delivered although autocapture was turned on. The issue was resolved by turning autocapture off and programming a fixed output. The device was implanted successfully. The patient was stable post-procedure.